Event description:
Surgeon reports lens was replaced due to a crack which caused the pt to experience visual aberrations. Surgeon believes the crack occurred because the lens was folded dry. The pt is still complaining of poor vision but the surgeon believes this is due to myopia from a sulcus lens positioning rather than in the bag.